Manufacturer narrative:
X-smart plus cartridge; various mechanical problem; makes an unusual noise and the movement is not fluid. X-smart plus wave washer; various mechanical problem; rusted. X-smart plus bearing retainer; various mechanical problem; rusted. X-smart plus head cap; various mechanical problem; rusty. X-smart plus drive shaft; various mechanical problem; rotation not fluid. Replaced 1 x xp bearing retainer h1033c1051113, 1 x xp cartridge h1033c1051015, 1 x xp drive shaft h1033c1051022, 1 x xp head cap h1033c1051050 and 1 x xp wave washer h1033c427a360.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smart plus contra angle won't hold files; no injury resulted.